Manufacturer narrative:
Radiometer has completed further investigation of data logs. Data shows that an element of the clot detection was not enabled in short periods of use, presumably due to recent replacement of the sensor cassette.

Manufacturer narrative:
How it failed: falsely low ca values were reported. Before abl90 measurement rinse solution with a ca concentration of 0.5 mm is present and stuck clots are therefore soaked in rinse solution. When the blood sample is introduced the blood may be local significantly diluted with rinse solution from clots present. This may result in false low ca results. It is a known issue. Object evidence supporting the identified failure mode: inspection of service dumb confirms that clot and enhanced clot detection was enabled. Despite that the mentioned complaint ca results, which are compared with a gem analyzer, are without time stamp it is possible from patient log datamining to establish that the low ca results if not all then predominantly are from the approximate period on (B)(6) 2021. This period show consistently low ca results. It is worth noting that the failure mode described in previous "how it failed" section implies, that in the worst case scenario, the ca cannot be lower than 0.5 mm. The ca results mentioned in the above period fulfills this criterion. In addition, elevated level of sensor response error 1070 is seen within period which is typical for the mentioned failure mode. Patient log results indicate that the problem with low ca measurements solves itself before the solution pack is changed and shortly hereafter also the sensor cassette itself.

Manufacturer narrative:
Date of incident is estimated. Date of awareness is estimated.

Event description:
According to the complaint the customer noticed that when analyzing samples in capillary mode (70 microliters/ abl90 flex plus) ca-ion results are low. When analyzing samples in syringe mode results are normal. They made comparison test with capillaries (results below). Compared abl90 to gem 4000 analyzer. (B)(6). After this comparison they replaced new solution pack and then result level normalized and everything is ok. No reports of death or serious injury.